Event description:
Allegedly the patient was revised due to malalignment socket; malalignment stem; other indication for revision; pain (left). Secondary revision njr index no: (B)(4).

Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated. This event occurred in the (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.